Event description:
Baxter exactamix sterile plastic bags - filaments are present in the bag when a needle scraps the side of the injection port. This has happened on multiple bags and a variety of lot numbers. We tested 12 bags, and there was evidence on an additional 8 bag previously. Hecc:4582. Dpc:2588. Ref reports: mw5177782, mw5177784, mw5177785, mw5177786, mw5177787, mw5177788, mw5177789.